Event description:
Boston scientific became aware of events involving habib endohpb through the article, "assessment of safety and adverse events in endoscopic radiofrequency ablation for malignant biliary obstruction," by hayat khizar, et. Al. Per the article, a single-center, retrospective observational study was conducted on 120 patients diagnosed with malignant biliary obstruction (mbo) who underwent endoscopic radiofrequency ablation (rfa) between january 2010 and june 2022. Adverse events were reported in 20 patients, including biliary tract infection in 13 patients (10.8%) characterized by fever and elevated white blood cell count; acute cholangitis in 9 patients (7.5%); acute pancreatitis in 7 patients (5.8%) presenting with persistent abdominal pain and elevated blood amylase levels; and acute cholecystitis in 4 patients (3.3%). These complications necessitated further endoscopic procedures. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block a2: the patients age ranged from 44 to 91 years old. Block a3a, a3b: there were 67 male and 53 female. Block b3: the exact event date was not reported. The event date of january 1, 2010, was chosen as best estimate based on the start of the observational retrospective study data of january 2010. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: the initial reporter phone number is (B)(6). The initial reporter fax number is (B)(6). Block g2: literature source: hayat khizar; yufei hu; weigang gu; jin yang; hangbin jin; xiayin he; xiaofeng zhang; jianfeng yang. "Assessment of safety and adverse events in endoscopic radiofrequency ablation for malignant biliary obstruction." Ther adv gastroenterol 2024, vol. 17: 1 - 9. Doi: 10.1177/ 17562848241294002. Block h6: imdrf patient code e1906 captures the reportable event of biliary tract infection. Imdrf patient code e1109 captures the reportable event of acute cholangitis. Imdrf patient code e1021 captures the reportable event of acute pancreatitis. Imdrf patient code e2326 captures the reportable event of acute cholecystitis.

Event description:
Boston scientific became aware of events involving habib endohpb through the article, "assessment of safety and adverse events in endoscopic radiofrequency ablation for malignant biliary obstruction," by hayat khizar, et. Al. Per the article, a single-center, retrospective observational study was conducted on 120 patients diagnosed with malignant biliary obstruction (mbo) who underwent endoscopic radiofrequency ablation (rfa) between january 2010 and june 2022. Adverse events were reported in 20 patients, including biliary tract infection in 13 patients (10.8%) characterized by fever and elevated white blood cell count; acute cholangitis in 9 patients (7.5%); acute pancreatitis in 7 patients (5.8%) presenting with persistent abdominal pain and elevated blood amylase levels; and acute cholecystitis in 4 patients (3.3%). These complications necessitated further endoscopic procedures. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block d4 (model and catalog numbers) have been corrected. Block a2: the patients age ranged from 44 to 91 years old. Block a3a, a3b: there were 67 male and 53 female. Block b3: the exact event date was not reported. The event date of (B)(6) 2010, was chosen as best estimate based on the start of the observational retrospective study data of (B)(6) 2010. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: the initial reporter phone number is (B)(6). The initial reporter fax number is (B)(6). Block g2: literature source: hayat khizar; yufei hu; weigang gu; jin yang; hangbin jin; xiayin he; xiaofeng zhang; jianfeng yang. "Assessment of safety and adverse events in endoscopic radiofrequency ablation for malignant biliary obstruction." Ther adv gastroenterol 2024, vol. 17: 1 - 9. Doi: 10.1177/ 17562848241294002. Block h6: imdrf patient code e1906 captures the reportable event of biliary tract infection. Imdrf patient code e1109 captures the reportable event of acute cholangitis. Imdrf patient code e1021 captures the reportable event of acute pancreatitis. Imdrf patient code e2326 captures the reportable event of acute cholecystitis.